Event description:
It was reported that a chest x-ray revealed the lead dislodged. During follow-up on (B)(6) 2014, the left ventricular lead exhibited increased capture threshold. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.